Event description:
It was reported that after opening the material and inflating the cuff, the perforation was noticed, and it was not possible to continue using the material. There was no patient involvement, and no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9. Date returned to mfg: 17-sep-2024. Investigation summary: a used product was returned without the original packaging. After opening the material and inflating the cuff, the perforation was noticed and it was not possible to continue using the material, therefore the item was found to be non-conforming. The customer's indicated failure was replicated and confirmed. This defect may be caused by accidentally touching sharp instruments in the course of clinical use. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.